Event description:
The customer reported a b30 scope communication error and black screen during inspection for use involving an olympus gastrointestinal videoscope. There was no patient injury reported.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: no image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of b30 scope communication error, black screen and no image was traced to a component failure as the plug unit was corroded and there was water invasion noted. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device